Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that the ICD was replaced due to sensing difficulty, high impedance and oversensing. The rv lead was also replaced at the same time for oversensing and high impedance. No patient complications were reported as a result of this event.